Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that patient experienced hyperglycemia due to adhesive issue event on (B)(6) 2026 as tape was not sticking and high blood glucose around 250 mg/dl and treated with pump